Event description:
The reason for call was patient (pt) stated they were implanted with a spinal cord stimulator on november 8th, and since the beginning was having trouble charging the implant. Patient said it would take an hour and a half and they would have a hard time finding excellent - patient could only get good connection and sometimes the equipment would run out of battery before the implant charged up. Patient said they had tried charging in different positions and could get excellent while standing, but patient said they couldn't stand for an hour and a half. Patient said if they sit while charging, they'd barely move and would lose connection. Patient also mentioned they'd have to charge often. Patient was charging today for almost an hour and implant was still only 20% and they had to reposition a lot. During the call, agent had patient reset wireless recharger. After reset, agent had patient try to start a recharging session. Patient was standing and was able to get excellent right away and implant battery now showed 50%. However, when patient t ried sitting, they would get good but was still hard for them to get excellent. Patient said if they leaned forward, they could get excellent, but it would hurt to lean forward like that and if they leaned back, they'd keep getting good. Agent reviewed if patient co ntinued to have issues with getting excellent, to follow up with healthcare provider (hcp) in person. Patient's implant was not registered in diq, only patient's personal information. Agent warm transferred to prs. Pt lost cards for their reps, agent redirected to hcp office. Patient said they called the office and left a message but might not hear back until next week.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.